Manufacturer narrative:
The changes are as follows: d.4. Medical device lot #: 8330522. D.4. Medical device expiration date: 2023-11-30. H.4. Device manufacture date: 2019-01-23. H3 other text : see. H.10.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "we are having a problem with 3ml syringes leaking with maxzero/microbore tubing. No other syringes leak, not sure which it is." 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation: five samples were received for investigation. Leakage test was performed, after the results obtained, we can conclude that there were no leakage problems, this indicates that the manufactured product complies with the internal quality standards that guarantee its functionality. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "we are having a problem with 3ml syringes leaking with maxzero/microbore tubing. No other syringes leak, not sure which it is." 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) has been listed I and the (B)(4) FDA registration number has been used for the manufacture report number. PMA / 510(k)#: k980987 or k151766. Device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "we are having a problem with 3ml syringes leaking with maxzero/microbore tubing. No other syringes leak, not sure which it is." 1 of 2 complaints.